Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with a bicuspid aortic valve and calcified anatomy, a pre-implant balloon aortic valvuloplasty was performed. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and the valve was deployed in the native annulus. Upon withdrawal of the dcs, the dcs nose cone interacted with the valve causing it to dislodge from the original implant position. The procedure was converted to open surgery, the dislodged valve was explanted, and a surgical aortic valve was implanted in the patient. The event resulted in a prolonged hospitalization. No additional adverse patient effects were reported. Additional information was received which confirmed that prior to withdrawing the dcs, the nosecone was centered within the frame inflow and the dcs was not twisted or torqued at any point during deployment.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with a bicuspid aortic valve and calcified anatomy, a pre-implant balloon aortic valvuloplasty was performed. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and the valve was deployed in the native annulus. Upon withdrawal of the dcs, the dcs nose cone interacted with the valve causing it to dislodge from the original implant position. The procedure was converted to open surgery, the dislodged valve was explanted, and a surgical aortic valve was implanted in the patient. The event resulted in a prolonged hospitalization. No additional adverse patient effects were reported.